Event description:
Foley inserted in preparation for cesarean section with pptl. No difficulty with insertion but patient reported discomfort with this. Urine drained clear, yellow for 45 minutes before procedure started. After baby delivered, patient began bleeding bright red urine in foley and drainage bag. Cystogram done which showed 8 mm defect in superior posterior bladder. Patient returned to surgery for repair with good outcome. Surgeon thought foley balloon popped causing damage, but no one inspected the balloon and threw it away, so we don't know that this is true.

Manufacturer narrative:
See scanned pages.